Event description:
The customer contacted stryker to report their device alarms and no functions work. In this state the device would not be able to perform automated chest compressions. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device in the field and verified the reported issue. The control board was found to be at fault and was replaced. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The control board was returned to stryker's product analysis center for evaluation and the issue could not be duplicated or verified during this evaluation, however it was noted that there were damaged pins inside connector x1. The cause of the reported issue could not be determined.